Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during investigation, the keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the contrast button was found to be unresponsive; the up arrow, down arrow, ok buttons were intermittently unresponsive. During evaluation, there was evidence of contamination found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the audio bolus button had a delayed response. The reporter noted that the ok and up arrow keypad button symbols were worn off, and the up arrow keypad button was worn down. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.